Manufacturer narrative:
Correction information was provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review it was found that the cartridge coating on iol which is a foreign material and cartridge didn't cause any damage to the lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, found a cartridge coating on intraocular lens (iol) after iol is implanted in eye. The surgeon also reported observing dent on iol after implantation of the lens. It was stated that surgeon was getting repeated episode of the event since last few days. Additional information has been requested.